Manufacturer narrative:
It is indicated that the paddle lead sc-8216-50 will not be returned as it was discarded by the facility. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced a loss of stimulation coverage. The patient underwent a lead replacement procedure wherein the physician discovered that the lead had migrated and was destroyed. The patient was doing well postoperatively.

Event description:
A report was received that the patient experienced a loss of stimulation coverage. The patient underwent a lead replacement procedure wherein the physician discovered that the lead had migrated and was destroyed. The patient was doing well postoperatively.